Event description:
A caller reported experiencing a cgm error 42 with their device. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.